Manufacturer narrative:
(B)(4). The customer reported that the device makes an alarm sound a few minutes after starting. The device was evaluated by a philips field service engineer. Multiple error code 20003s were noted in the system log. The control pca was replaced due to these errors and this resolved the problem. The device passed all testing and was placed back into service.

Event description:
The customer reported that the device makes an alarm sound a few minutes after starting.